Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. The customer was educated to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. The customer's blood glucose level was 130 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.